Event description:
The reporter stated the surgeon inserted an aa4204vl silicone single piece lens and the lens broke in the cartridge. There was no patient contact or injury.

Manufacturer narrative:
.